Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 1 did not open to the required extent. A field service engineer made adjustments to the front rails, which allowed the drawer to open by 2 to 3 inches, thereby resolving the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where the drawer 1 failed to open. Additionally, it was reported that the user was able to retrieve the needed medication from the medstation nearby and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.